Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement. Review of previous daily measurements showed shock impedance measurements in the 50 ohm range. The patient was brought into clinic for further evaluation. It was reported the patient may have been around an electromagnetic interference (emi) source at the time of the low out of range measurement. In clinic shock impedance measurements were 51-53 ohms while performing various forms of isometrics. There was no evidence of noise or oversensing on the lead. Boston scientific technical services (ts) discussed additional troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. No additional testing was performed at this time. Records indicate this lead remains in service. Should additional information become available this report will be updated.